Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced cardiac arrest and was rescued with external defibrillation. The syncopal patient was admitted to the coronary care unit afterwards. Upon device interrogation, it was noted that the patient experienced ventricular tachycardia and/or ventricular fibrillation and high voltage therapy was not provided due to the right ventricular lead exhibiting undersensing. Programming changes were made and therapy was deactivated for unrelated reasons. No further information was available.